Event description:
A medtronic representative reported that the site was attempting to remove bone from the 5.5mm tap using a stylet and the stylet became stuck in the tap. The site was reported unable to remove the stylet from the tap. There was no negative impact to the patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of a mechanical failure mode. As reported, a guide wire was lodged into the tap from the tap end. It was not possible to remove the wire. The reported event was confirmed. The device was replaced and there were no further issues.